Manufacturer narrative:
The following was provided by the customer for complaint investigation: one used list #42801-28, transpac¿ it monitoring kit, 84" safeset reservoir, 2 blood sampling port, 3ml flush device, un-bonded macrodrip; lot #unknown an image was also provided by the customer showing the involved product. No visual anomalies were observed on the returned set. When the returned set was primed and pressure leak tested, no leaks were observed. When a sample fluid was withdrawn using blunt cannula, no leaks were observed. The reported complaint of leaks was not confirmed. A DHR lot # review could not be conducted because no lot number was identified. D9 - date returned to MFR: 17mar2026.

Manufacturer narrative:
The device is not available for investigation; however a photo review should be performed, and a supplemental report will be submitted. A device history review could not be completed due to the unknown lot number. D1 - brand name: transpac it monitoring kit, 84" safeset reservoir, 2 blood sampling port, 3ml flush device, un-bonded macrodrip. D4: only di provided as lot number is unknown.

Event description:
The event involved a transpac¿ it monitoring kit, 84" safeset reservoir, 2 blood sampling port, 3ml flush device, un-bonded macrodrip and it was reported that there is an increase in blood splashing during lab draws. Our staff are continuing to use the clear splash-guarded pieces, but when this is removed from the safeset cannula access sampling port, blood now splashes back. They were turning the stopcock closer to the patient prior to removal and had so much blood splash on removal that my gloves, pillow, and the port had remanent blood splatter. There was patient involvement, and no patient harm.

Manufacturer narrative:
No product samples, videos were returned for investigation. However, an image was provided by the customer showing the involved product. A failure mode was not able to be identified with the image provided by the customer. Therefore, a comprehensive failure investigation cannot be performed and a cause cannot be determined. A manufacturing record review could not be completed as the lot number was not provided by the customer.